Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579736l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. During an atrial fibrillation case, a pericardial effusion was noticed. After going double transseptal, the baylor sheath had "dropped back into the right atrium." The physician had tried to advance the baylor sheath transseptally, back into the left atrium, and encountered difficulty advancing the sheath. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiogram (ice) and transesophageal echocardiogram (tee). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition and have recovered. The patient did not require extended hospitalization. This adverse event was discovered during the middle of the procedure while using biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred during the mapping phase. The baylis transseptal sheath fell back and is thought that trying to advance it with no success with excessive force created a tear in the septum.an irrigated catheter was used in the event and the flow settings were set to normal standard stsf setting. No error messages observed on the biosense webster equipment during the procedure. Force visualization features used were: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3mm for 3 sec, 3g for 25%, reps gated. 3mm tag size.